Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, the device was attempted to be fired but it did not fire. The stapler was taken apart and reassembled but still could not fire. Another stapler of the same lot number was used withou tissue to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument displayed no visual abnormalities. During functional testing, the firing knob could not be advanced, however the interlock became engaged. Further inspection noted the pin firing knob was broken inside the retainer firing knob component. Additionally, the unit was disassembled and it was noted the pin firing knob was partially missing the ramp component. The root cause was identified as a quality issue with a component obtained from a third party supplier.  Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit displayed a full complement of staples and the interlock was engaged with no damage to the knife blade. During functional testing the firing knob could not be advanced. The unit was disassembled and the pin firing knob noted damage was associated to short shot condition. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause was identified as a quality issue with a component obtained from a third party supplier. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.